Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the phase of the buttons were worn and they sound crackly. The customer's blood glucose level was unknown at the time of the incident. The customer replaced the batteries every 5-6 days more frequently. The customer reported crack on reservoir port that extended towards front of the insulin pump casing. The insulin pump had random unexplained no delivery alarms and the motor was louder during rewind. The device will not be returned for analysis.